Event description:
It was reported by the customer that a pyxis medstation es system orders was not crossing over the machine. The customer added that this malfunction occurred when trying to issue a medication to a patient. There was causing a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the initial orders were not crossing properly. A technical support specialist verified with nurse the issue was resolved. The system functioned as intended after technical support specialist troubleshooted the device.